Event description:
Customer reportedly obtained results of 8.0 inr on the coaguchek xs system and 2.2 inr on a comparison lab. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement sent.